Event description:
PICC line placed at 1315 in left upper arm. Ivfs were tpn/il. Called to bedside at 2200 to assess a wet dressing. Found a crack in the hub. Was able to repair the line and redress. Follow up glucose was 164. L-cath lot #11438264. Neonate female.¿

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there has been no sample returned for this complaint. . Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining the definite root cause of the breakage is not possible. However, due to the number of other similar complaints against this lot for breakage, this complaint will be confirmed. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
PICC line placed at 1315 in left upper arm. Ivfs were tpn/il. Called to bedside at 2200 to assess a wet dressing. Found a crack in the hub. Was able to repair the line and redress. Follow up glucose was 164. L-cath lot #11438264. Neonate female.¿